Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified right coronary artery (rca). A 8mm x 5.00mm nc quantum apex balloon catheter was selected and advanced to dilate the target lesion. However, upon the 1st inflation at 18 atmospheres, the balloon ruptured. No patient complications were reported and patient's status was good.